Manufacturer narrative:
Date of event estimated. The report of inoperable ipg was not confirmed. Analysis of the returned ipg found that the device was placed into MRI mode on (B)(6) 2023. There was no mention in the event details of an MRI during this timeframe. As received by the ppe lab for analysis, the device was still in MRI mode. The ipg was paired to a clinicians programmer and the ipg logs were extracted. A por (power on reset) had occurred during the explant procedure causing the device to enter the service application state. The ipg battery voltage was 3.039v prior to the device entering the service application state. The ipg therapy delivery log showed the stimulation was turned off with a programmer on (B)(6) 2020.

Event description:
Related manufacturer reference number: 3006705815-2023-07102 and 3006705815-2023-07103. It was reported that the patient's ipg was inoperable, and it is unknown if the device depleted prematurely. The patient was also experiencing ineffective therapy. Surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.